Event description:
The complaint is reported as: the blades are extremely difficult in attaching and removing from the handles. A second intubation was performed.

Manufacturer narrative:
The device sample was rec'd by the manufacturer, but the investigation is incomplete at the time of this report.